Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 1000mg/dl. The son stated that the doctor inserted a new battery to review the programming, but the insulin pump alarmed button error. The testing could not be completed, and the son was unsure if any buttons were pressed for three mins or longer. Advised the caller that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.